Event description:
It was reported that, pt suffered a traumatic fall and presented the surgeon with knee pain and ligament instability in the knee.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.